Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Component code. Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. What method was used to apply the surgicel? 9. How much surgicel was used during the procedure? 10. How much surgiflo was used during the procedure? 11. Was the surgicel product left in place? Was the excess removed? 12. Was the surgiflo product removed or left in place after hemostasis? 13. What were current symptoms following the index surgical procedure? What was the onset date? 14. Were cultures performed? If yes, results? 15. What is physician¿s opinion as to the cause of this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative intervertebral space infection and aggravated numbness of both hands? 17. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative intervertebral space infection and aggravated numbness of both hands? 18. What is the patient¿s current status? 19. What is the users experience w/ surgicel and surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical anterior decompression, discectomy, bone graft fusion, and internal fixation procedure on (B)(6) 2025 and absorbable hemostat was used, and the surgery was uneventful. The patient received surgery using the beifule self stabilizing cervical anterior interbody fusion fixation system due to "cervical spondylotic myelopathy (c3-4)". The patient was found to have intervertebral space infection and aggravated numbness of both hands 19 days after surgery. Therefore, the patient came to the hospital for treatment and received surgery on the next day. The procedure performed on (B)(6), 2025 was a cervical anterior internal fixation was performed, including removal of iliac bone, debridement, bone grafting, fusion, and internal fixation. Symptomatic antibiotic treatment was given after surgery, and the patient's numbness symptoms were significantly relieved. Additional information was requested.